Event description:
Caller reported continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and walked the caller through a pump update that included a reset. After the reset, the error did not reappear, and the caller successfully started their sensor session.